Event description:
It was reported that this left ventricular (lv) lead was revised and repositioned without any specific device issues reported at the time. This lv lead remains in service. No additional adverse patient effects were reported.